Manufacturer narrative:
(B) (4). Physio- control evaluated the device and verified the reported boot up failure. Physio replaced the flex cable assembly that connects the user interface pcb to the stack and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed flex cable assembly at the failure analysis center and determined the cause of the failure to be a damaged flex land from the p21 connector, c2.

Event description:
It was reported that the device failed to advance past the boot up screen (locked- up) and kept rebooting. There was no pt involvement associated with the event.